Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report. This report is submitted on january 16, 2024.

Manufacturer narrative:
This report is submitted on november 06, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant coil and around the edges, exposing the receiver/stimulator. Subsequently, the patient was treated with IV (5 times), oral and topical antibiotics (specific date and duration not reported). However, the issue did not resolve. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report. This report is submitted on february 28, 2024.